Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed a high-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: service investigation of electrode belt sn (B)(4) has been completed. Upon service investigation, the electrode belt failed a high pot test. Upon investigation, the electrode belt cable running from the distribution node to the front therapy electrode had an open wire. The violet wire (agnd) was open between ECG a and b. The open wire caused the belt to fail the high-pot test. The root cause of the damaged wire was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the damaged electrode belt cable. The last pt to use this device did not report any deficiencies.